Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has been having issues with the infusion set leaking. The customer stated his blood glucose get into the 400 mg/dl-500 mg/dl because he just eaten and he is away from home. Leaks occur all the time, started about (B)(6) 2017. Customer states that he tried to change the infusion and the something was wrong tubing connector and it would not lock on the reservoir. Customer states that the infusion set qr, customer states that he does not know it is leaking until he does a bolus for food and it starts smelling. The customer stated site started leaking about 5pm last night. The customer's blood glucose was 268 mg/dl before dinner last night, and increased to 410 mg/dl. The changed infusion set and his blood glucose was 126 mg/dl this morning. The customer treat highs blood glucose with boluses. The customer did not troubleshoot for high blood glucose because the reason for the high blood glucose was infusion set leaking. The customer is currently wearing infusion set that is not leaking. The customer did not return the product back for analysis.